Event description:
The customer tested his blood glucose using his contour meter and received readings between 50-60 mg/dl. He retested using another meter and received readings between 100-120 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.